Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo proximal left circumflex (cx) artery that was 75 percent stenosed. A whisper guide wire was advanced to the lesion and a trek balloon was used to pre-dilate the lesion. A 2.5x33mm multi-link8 was attempted to advance but failed to cross the lesion because of the tortuous anatomy. Resistance was noted with anatomy during removal and the multi-link 8 was noted to be separated in two pieces at the proximal shaft. The device was simply removed. Another same size multi-link 8 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.